Event description:
It was reported that "it was unable to pace during use. The catheter was replaced and the problem was solved." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter was received with an attached monoject 1.3cc limited volume syringe. Balloon testing was performed with the returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clearly and concentrically with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage observed. There was no visible damage observed to the balloon, windings, and returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. The complaint could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.